Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was placed and driven on an in-house system and the instrument passed the recognition, engagement, cut test, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. There was no physical damage observed during visual inspection. The instrument was fully functional. No product issue was identified. As of the date of this report, the mcs tip cover accessory has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument and the mcs tip cover accessory involved in this complaint have not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument burned through sheath. 3/10 lives left sheath intact prior to use. The procedure outcome was unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.